Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for a 75-year-old male presented with chest pain following a medication error at home. The patient was admitted for stemi (st-elevation myocardial infarction). An electrocardiography (ECG) was performed with questionable results and dual antiplatelet therapy was initiated along with performing a coronary angiography. The following data was provided: on (B)(6) 2025, sid (B)(6): initial troponin-I result = 78.5 ng/l. On (B)(6) 2025, sid (B)(6): repeat troponin-I result from original sample = 10.5 ng/l, the customer cutoff for troponin-I for males is 26 ng/l. There was no further impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review for the complaint lot did not identify any issues. A review of tracking and trending for the alinity I stat high sensitive troponin-I reagent and complaint lot did not identify an increase in complaints for the complaint issue. The overall performance of the alinity I stat high sensitive troponin-I reagent was reviewed using field data from customers. The review of field data for lot 79022ud00, which contains the same bulk material as complaint lot 79023ud00 determined the median patient results are within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity I stat high sensitive troponin-I reagent, lot number 79023ud00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. E1 - postal code: a leading zero was added to the field because the system requires a minimum of 5 digits in the postal code field. This report is being filed on an international product, list number 08p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I), with 510k/PMA/bla number k202525.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result for a 75-year-old male presented with chest pain following a medication error at home. The patient was admitted for stemi (st-elevation myocardial infarction). An electrocardiography (ECG) was performed with questionable results and dual antiplatelet therapy was initiated along with performing a coronary angiography. The following data was provided: on (B)(6) 2025, sid (B)(6): initial troponin-I result = 78.5 ng/l on (B)(6) 2025, sid (B)(6): repeat troponin-I result from original sample = 10.5 ng/l the customer cutoff for troponin-I for males is 26 ng/l. There was no further impact to patient management reported.